Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
During investigation it was discovered the tubing was detached from the tubing-tubing connector. No adverse event reported. Product has already been returned.